Manufacturer narrative:
(B)(4). Method: the complaint (B)(4) vented autofeed humidification chamber was returned to (B)(4) in (B)(4). It was visually inspected and the thickness of the base was measured. Results: visual inspection revealed that the chamber was cracked at the hinge bracket and the crack was along the base of the chamber dome. Measurement of the chamber base thickness revealed that it was within specification. A lot check revealed no other complaint of this nature for lot number 140821. Conclusion: we were unable to determine what had caused the cracking. However, it is possible that the chamber experienced impact damage during transportation. There was no evidence of environmental stress cracking, cracking due to synchronised intermittent positive airway pressure (sipap) or high frequency ventilation (hfv). Every (B)(4) chamber is pressure tested following the manufacturing process to check for any leaks present in the chamber due to cracks and other causes. Any chamber which fails this test is rejected. In addition, the pressure test is followed by a visual inspection of each chamber. The subject (B)(4) chamber would have met the required specification at the time of production. The user instructions that accompany the (B)(4) vented autofeed humification chamber state the following: "do not soak, wash, sterilize, or reuse this product. Avoid contact with chemicals, cleaning agents, or hand sanitizers." "Use of the (B)(4) above the maximum operating pressure may lead to cracking, water leakage and, on rare occasions, could lead to a loss of ventilation pressure." "Set appropriate ventilator alarm." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient."

Event description:
A healthcare facility in (B)(6) reported via our distributor that the dome of one mr290v humidification chamber was found cracked when it was taken out from the rt200 circuit kit package. This was found before patient use.